Event description:
A report was received that the patient experienced weakness and worsening movement at the right knee joint one day after the scs implant procedure. No further information has been obtained.